Event description:
It was reported that the maestro drill with handswitch ran in safe mode during testing at the user facility. After return to the manufacturing facility, it was reported during service evaluation that the device failed leak testing. No patient involvement, no adverse consequences, no medical intervention, and no surgical delay were reported with this event.

Event description:
It was reported that the maestro drill with handswitch ran in safe mode during testing at the user facility. After return to the manufacturing facility, it was reported during service evaluation that the device failed leak testing. No patient involvement, no adverse consequences, no medical intervention, and no surgical delay were reported with this event.

Manufacturer narrative:
Failure analysis is in progress. A follow-up will be submitted once the quality investigation is complete.

Manufacturer narrative:
During failure analysis, the reported event of the device running in safe mode was confirmed. The device had a loose lever assembly. Loctite failure can allow the components to loosen during use as a result of vibration. A loose lever assembly can cause the handswitch to move, allowing the device to be activated in safe mode. The device also failed the leak test due to a worn dynamic seal. The device can leak due to wear of the sealing components.